Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned, an eval could not be performed and the complaint could not be confirmed. A lot history record review could not be completed since the lot number could not be obtained. (B) (4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 6 cone end of the dissection tip fell off in the pt's leg. The part was retrieved through the original incision when they opened the second kit. The replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning.